Event description:
High output and unacceptable thresholds were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. There was no indication of any patient complications or injuries. No follow up will be done with the user facility.